Event description:
The item (distal sleeve) was apparently deformed and the hole for the cable was too narrow to thread it. There was no adverse consequence for the pt or delay in surgery or anesthesia time.